Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a small volume folfusor leaked. The device was filled with fluorouracil hs 5100mg in sodium chloride 0.9% bp. This malfunction occurred before use. The leak was contained within the overpouch. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and functional leak testing were performed. During evaluation it was noted that the blue winged luer cap was loose. The cap was tightened and the device was filled with green fluid. The next day it was noted that the device had not leaked. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.